Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 30 mmol/l (540 mg/dl) while wearing the pod on the abdomen longer than 48 hours. It was noticed that the adhesive got loose and the cannula had dislodged from the infusion site. At the hospital, the patient was treated with liquids, insulin and a new pod was applied.